Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced due to a constant reload set alarm. Evaluation found the upstream sensor to be failing. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump could not load a set in the emergency room because it kept alarming air in line. Any patient involvement, injury or medical intervention is unknown.